Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient presented with pre operative diagnosis of l3-l4 herniated nucleus pulposus and l4-l5 an nular tear, and underwent posterior instrumentation, l3-l4,l4-l5 lumbar fusion. Indications for procedure: severe unrelenting low back pain predominating with lower extremity symptoms including left thigh symptoms, symptoms into the feet. The patient was in motor vehicle accident and previously has had unrelenting pain symptoms since including symptoms referable to her low back which presented in the early period following the motor vehicle accident. The patient had shown magnetic resonance imaging scan evidence of left-sided herniation and foramina, position at l3-l4, left-sided annular tear in the l4-l5 disk also foraminal position. Computerized tomography diskography confirms concordant pain response to annular tearing at l3-l4 and l4-l5 with negative controls. Per operative report: ¿.. Using the percutaneous technique, the pedicles of l3, l4, and l5 were instrumented with initially trocar with continuing to confirm the anteroposterior and lateral fluoroscopy at the level of the entrance of the pedicle to the vertebral body and then guide wire was advanced, awl, and placement of tap and then 7 x 45-mm titanium. A few screws placed, and via the percutaneous technique pre-lordosed titanium rods passed through the top-loading screws and then secured with set screws. This was done first on the right and then on the left. The facet joints were placed under compression to stabilize the construct and effect facet stabilization leading to fusion. Intraoperative x-rays revealed good screw and rod placement. Patient tolerated the procedure well.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.